Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient experienced a surge so strong that it threw the patient to the floor and he could not get up for 20 minutes. The patient's son had to get the patient programmer (pp) to turn stimulation down. They turned it down but did not turn it off. When stimulation was turned down he could get into a chair but today he was still uncomfortable. The surge was described as pain on the left side that peaked so he could not move or could not stand up straight. The issue occurred last night for the first time. It was noted that it occurred when the patient was taking a shower. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken, and the cause of the issue. If additional information is received, a follow-up report will be sent.